Event description:
The customer reported high blood glucoses. The customer treated blood glucose with manual injections. It was informed that the lead screw is turning, but the insulin did not exit. The customer changed the sets and the reservoirs three times. Troubleshooting was performed. The driver block did not seem moving and the back driver arm is very stiff.